Event description:
It was reported that insulin gauge displayed amount different than expected and that fill estimate on pump remained static at 76 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was educated that this could occur due to large variance in measured pressures used to calculate remaining insulin and was informed that once actual insulin amount matched static display value, fill estimate would begin to decrease normally; customer understood and acknowledged, and no further action was noted.